Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. Additionally, the charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the computer/analog board. The root cause for the contamination was ingress of an unknown liquid. A root cause investigation of similar failures indicated that excessive stain in the c/a board can fracture bga solder connections. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery cells were depleted. The root cause for the depleted cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack. A us distributor returned battery pack sn (B)(4) and reported that the battery was not holding a charge.